Event description:
Hamilton medical ag received the following event description: it was reported that "increasing the pressure limit (plimit), led to a sudden reduction of the pressure limit, resulting in very small tidal volumes. After switching to duopap-mode, ventilation could be performed without issues." No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number : (B)(4). Investigation ongoing.